Event description:
An aneurx abdominal stent graft system was implanted in a patient for the endovascular treatment of a 5.8 cm abdominal aortic aneurysm approximately 42 months ago. Vessel morphology was reported as disease progression, a short in length and severely angulated aortic neck. It was reported that the stent graft has migrated approximately 1.5 cm relative to a study of two years prior and there is a posterior type 1 endoleak. The patient will be treated with an aneurx aortic cuff within the week. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Secondary intervention. Results: endoleak, graft migration; disease progression, a short in length and severely angulated aortic neck.